Event description:
It was reported that, during patient use, the ventilator had double exhaled tidal volumes. The patient was transferred to another ventilator. There was no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The ventilator was returned for investigation. A visual inspection was performed and no anomalies were observed. The device was connected to a test lung and allowed to ventilate for several hours with no issues noted. The flow sensor and breathing circuit were connected to the unit and auto triggering issues started to occur every 10 minutes. The rear panel was then removed from the unit to check for bad connections or kinked tubing on the flow sensor lines. No issues were observed. The unit was then reassembled and the flow sensor card was re-calibrated. The unit was then run with no further errors generated. The customer reported complaint about the unit having a volume malfunction was verified.